Event description:
It was reported that the patient had no external power/low voltage alarms and power cable disconnects on the morning of (B)(6) 2024 which occurred when the patient was sleeping on the mobile power unit (mpu). The patient had further no external power/low voltage alarms and power cable disconnects on the night of (B)(6) 2024 which they stated occurred when the patient accidentally crossed power cable colors while connecting to the mpu. A review of the log file revealed 2 loss of external power events. The first occurred while the patient was utilizing the mpu. The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lost power. The system controller switched appropriately to the ebb when external power was lost. This event appeared to resolve once external power was completely restored. The second loss of external power event on (B)(6) 2024 appeared to have been the result of a simultaneous controller lead disconnect while in mpu power. The alarms resolved once external power was restored. It was thought that the patient would require education in regards to proper power source changeovers for this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 - brand name: corrected. Section d4 - catalog number: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Manufacturer's investigation conclusion: low power hazard/no external power alarms while on the mpu (mobile power unit) was confirmed based on the log file data provided by the account. The controller event log file contained (B)(4) events spanning in (B)(6) 2024. Low power hazard/no external power alarms were active on (B)(6) 2024 from 05:55:13 to 05:55:24 due to a loss of ac (alternating current) power while the controller was connected to the mpu. The backup battery was able to provide power to the system during the event. The alarms cleared once power was restored. Pump operation was not affected, and the device appeared to function as intended at the set speed. Additional information regarding the event was requested from the account; however, none has been provided at this time. A root cause for the event cannot be conclusively determined. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.